Event description:
It was reported that the insulin pump had a blank display and alarmed several errors. The blood glucose reading was 177 mg/dl. Upon troubleshooting for the blank display, the display did return successfully. During troubleshooting for the error alarms, the customer stated that he was stuck in the rewind or fill tubing sequence. He reported that the alarm recurred during normal device use, not after being out of use for an extended period of time. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump was received with normal operating currents. There was no damage found on the c13 lcd isolation tape noted. The insulin pump passed the unexpected restart error test and self test. There was no signal to low alarm or unexpected restart alarm noted. There was no damage found on c13 ib. The insulin pump was received with cracked reservoir tube lip.